Event description:
The customer reported receiving multiple low battery alarms after changing the battery. The customer stated that she was experiencing symptoms of diabetes ketoacidosis. The blood glucose reading at time of call was 497 mg/dl. The customer stated that she will be going to the emergency room for a treatment. Troubleshooting was performed. Reviewed the alarm history and the alarms were confirmed. The customer stated that she has been disconnected from the insulin pump for a week, and has not been treating with any insulin. The customer stated that after bolusing she takes the insulin pump off and keeps it a zip lock bag. Advised the customer to use the insulin pump through the day unless the doctor recommends taking off. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.